Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. 6vdc across pins 1 and 2 of j7, battery side was measured. Also, there was no 2d exposure when the button was pressed. Error 25 was found in the log files during 2d imaging. Replaced batteries in tray 5 of generator batteries. System checkout performed. The batteries were not received by the manufacturer for evaluation. A full imaging system check-out was completed following replacement of the batteries and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system batteries on tray 5 were no longer usable and required replacement. There was no patient present when this issue was identified. No additional details were provided.